Manufacturer narrative:
The customer's calibration and qc results, sample pre-analytic details, and system alarm trace were requested but not provided. The customer performed a visual inspection of the samples did not find any abnormalities. The field service engineer found an issue with the vacuum line and replaced the vacuum line. He performed an instrument check. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable ca2 calcium gen.2 results for two patients tested on a cobas c 501 module. The field service engineer previously exchanged the sample probe and both reagent probes. The initial calcium results were not reported outside the laboratory. The customer performed repeat testing with the samples because the initial results were "critical." The customer performed repeat testing on the same analyzer and a different c 501 module. On (B)(6) 2021, patient 1's initial calcium result was 4.3 mg/dl. The patient's repeat result on the other c 501 module was 9.5 mg/dl, and the patient's repeat result on the same c 501 module was 9.2 mg/dl. On (B)(6) 2021, patient 2's initial calcium result was 6.2 mg/dl. The patient's repeat result on the same c 501 module was 9.3 mg/dl. The customer determined the repeat results were correct. The calcium reagent lot number was 562690 with an expiration date requested but not provided.